Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with gauze. The customer reported that upon removing the band from the product there were only 9 sponges instead of 10. The product was removed from the field and noted to also have flaking. Issue found prior to use. No patient harm.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One bag of samples was received for evaluation. There were 9 pieces of gauze in the bag; the normal product package contains 10 pcs. Based on the investigation and analysis, the possible root cause could occur during the manufacturing process if the worker mixed the rejected product from the weighing machine. As a continuous improvement, the supplier has updated the related standard operating procedure to clearly define the inspection process and disposition method during the weighting process which would identify any shortage within the stack. The operators have received additional training to heighten awareness of the reported condition which may occur during this during the weighting process to reduce the risk of said condition. This complaint will be used for trending purposes.